Event description:
It was reported that the patient's pump was exhibiting a no disposable, pump will not run alarm which persisted despite troubleshooting. The patient did not have a back up pump. The patient was instructed to place a brand new cassette onto the same pump and the alarm resolved fully. The pump then ran without issues till the end of the call. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.